Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to close. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer four full height cubie drawer wouldn¿t latch closed. A field service engineer (fse) found that the drawer would not physically latch shut, opened the back panel, and found that the hard stop had snapped off. All three screws were broken, with parts of their threads lodged in the drawer frame. The fse then removed the broken threading and replaced the screws to restore functionality. The fse rebooted the station during the repair, cleaned the electronics drawer, common sled and power supply, reseated the bus cable connection, checked all cables for physical damage and tested functionality in hardware test application to resolve. The system functioned as intended after the field service engineer repaired the device.